Event description:
On (B)(6) 2013, the pt's family member alleged the pt developed a fistula while on v.a.c. Therapy. The family member reported the pt had a bowel resection and a mesh was placed in the abdomen to hold the bowel with v.a.c. Therapy placed over that. The family member states multiple layers of dressing were not placed in the wound prior to v.a.c. Therapy placement. On (B)(6) 2013, the pt's physician alleged v.a.c. Therapy contributed to the developement of the pt's fistula. Surgical intervention was not required.

Manufacturer narrative:
Based on the info provided, multiple layers of a non-adherent material may not have been placed prior to v.a.c. Therapy. There was no alleged product malfunction. This report is being filed due to possible user error. On (B)(4) 2012, kci field service tested the device per quality control (qc) procedure and determined the unit passed the qc checks and met specifications. On (B)(6) 2012, the device was placed with the pt. On (B)(4) 2013, the device was returned to kci for eval. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. Device labeling, available in print and online, states: enteric fistula: in certain circumstances, v.a.c. Therapy may help promote healing in wounds with an enteric fistula. If considering v.a.c. Therapy involving enteric fistula, it is recommended to seek support from an expert clinician. V.a.c therapy is not recommended or designed for fistula effluent mgmt or containment, but as an aid to wound healing in and around the fistula. Cover all areas of exposed bowel or other organ with multiple layers of non-adherent material.